Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with epithelial ingrowth in both eyes (ou) at 1-month post op exam. The surgery center indicated the patient was new patient to the clinic. Both flaps were lifted for retreatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained that vision fluctuates day to day. Patient reported symptoms are not interfering with daily activities. It was reported that there was no dense clumping, but a fine layer covering a broad surface area. Non central, but may be inducing prescription. Monitor, lift may be necessary if it doesn't resolve over the next few weeks. Bcva from (B)(6) 2018: right eye pre-op: 20/20, 1.00 x -.25 x 34 left eye pre-op: 20/20, 1.00 x -.00 x 90 bcva from (B)(6) 2019: right eye post-op: 20/20, 2.25 x -2.75 x 151. Left eye post-op: 20/20, 1.00 x -1.25 x 66.

Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 3/31/2008, however the correct date is 03/24/2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.